Event description:
Pt reported a neurological diagnosis, specifying "autism and adhd: for a child". No indication of treatment or surgical reoperation, device remains implanted. This record is for the left side. See MFR # 2024601-2015-00095 for the right side.

Manufacturer narrative:
(B)(4). (B)(6).